Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 355 mg/dl; cause was unknown. Reportedly, the customer received third party assistance by their mother, who helped the customer change out their infusion set to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.